Manufacturer narrative:
Investigation summary: customer returned (23) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 9126676. Customer states that the needle was bent and the shield was deformed. All returned syringes were examined and no bent cannula or deformed shield was observed on any of the samples. A review of the device history record was completed for batch# 9126676. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that a needle and shield issue was found before use with a syringe 0.3ml 29ga 1/2in 7bag 420cas. The following information was provided by the initial reporter, "the needle was bent and the shield was deformed." 23 occurrences were reported.